Event description:
It was reported that when using the bd pyxis¿ medbank tower screen had frozen and stuck on the bin barcode page and was unresponsive which was resolved on restart. User terminated the application and relaunched it. After restarting, user tried issuing the item again, and everything worked. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was frozen. A technical support specialist (tss) terminated the application and relaunched it. After restarting, tss asked the customer to try issuing the item again, and it worked properly. The system functioned as intended after the technical support specialist troubleshot the device.